Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The cgm was reading low and the blood glucose reading was 400 mg/dl. The patient was admitted to the hospital for further observation and reported staying there for an estimated 3-4 weeks. The patient reported experiencing extreme thirst, but no other symptoms were reported. The patient was treated with insulin and reported eating something sweet and drinking a soda. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.